Manufacturer narrative:
The device involved in the event has not been returned; therefore the event cause could not be determined. Correspondence has been sent out for return of the device. Once the device has been received and investigation completed. A supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that when they were trying to release the last medtronic coil, the coil stretched and migrated to the left middle cerebral artery (mca). A medtronic stent was used to remove the stretched coil from the patient without any complications. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an aneurysm in the left internal carotid artery (ica).

Manufacturer narrative:
The model and size of the catheter was not reported. Therefore, any contributing factors from the catheter including its compatibility for use with the coil could not be assessed. The ai, coupler tubing and positive load indicator were found present and intact. However, the pushwire appeared to be broken at the break indicator (manual detachment location); with release wire pulling back. Kinks and bends were found along the length of the pushwire. The pushwire was examined and the implant coil was found to be detached. The implant coil was found to be damaged and stretched. The coil shield was found to be present but stretched. Under the microscope, the coin was not located against the lumen stop. The outer jacket was then removed. The coin was measured in 3 locations and was found within specifications: specification dimensions for the coin are: @ 0.063mm: 0.063-0.089mm; @ 0.127mm: 0.075-0.105mm; @ 0.275mm: 0.086-0.108mm. Measured 0.076mm @ 0.063mm; measured 0.090mm @ 0.127mm; measured 0.098mm @ 0.275mm. The i.d. Of the lumen stop and the retainer ring were found visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. Specification dimension for the lumen stop inner fit ID is 0.00220" minimum, and for the lumen stop inner fit ID is 0.0029" maximum. It was measured 0.00278". The retainer ring inner diameter (ID) was measured and found to be within specification. Specification d imension for the retainer ring inner dimension is 0.00455"+/- 0.00010 ". It was measured 0.00463". The detach element was in good shape and the detachment ball was found to be within specification = 0.0038" +/- 0.00010". The detachment ball was measured to be 0.00379". All other subassemblies appeared to be normal and no other anomalies were observed. Based on the above findings, the customer reports of ¿coil resistance/stuck in catheter¿ and ¿coil stretch¿ were confirmed as the returned implant coil was damaged and stretched. Additionally, the pushwire was also bent at several locations. It is likely that these damages occurred when the customer attempted to advance the axium prime coil through catheter against the resistance. However, the cause for resistance could not be determined since the coil was returned without the catheter. Possible contributing factors include vessel tortuosity, failure to hydrate the devices properly, lack of continuous flush with heparinized saline, and the use of incompatible catheter during delivery. Since the catheter was not returned; any contribution of the catheter to the resistance could not be assessed. Regarding the "premature detachment" issue, the customer report was confirmed. The pushwire was returned with the implant coil already detached. It is possible that the implant coil detached due to the break in the pushwire at the manual detachment location; with the release wire being pulled. The pulling back of the coin from the lumen stop may have contributed to the detachment of the implant coil from the pushwire. Furthermore, the pusher was bent and kinked along its length, indicative of high tortuosity. There was no non-conformance to specifications identified that led to the reported issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated sections: b5 - additional event details h6 - code changed medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information: the coil prematurely detachment. A continuous flush was administered during the procedure. The damaged/stretched location was on the transition between the coil and the delivery guidewire. The physician did reposition the coil during the procedure. Normal blood flow. The vessel anatomy was normal. The aneurysm was unruptured and saccular.